Manufacturer narrative:
Insulin pump passed displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests; it failed self test returning an unexpected pump error hardware low level failure alarm. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Insulin pump error hardware low level failure alarm is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow blocked alarm during priming. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.